Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal-n unknown therapy for renal failure chronic. It was not reported if dianeal therapy was ongoing. On (B)(6) 2012, the patient contacted baxter (B)(4) technical services (B)(4) and stated that on an unreported date, he was hospitalized for peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Treatment rendered was not reported. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). Follow-up information was received by the physician who stated that the peritonitis was caused by a catheter site infection. The manufacturer of the catheter is unknown. There is no evidence to reasonably suggest that a baxter device or disposable caused or contributed to the patient's peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.